Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The customer stated they had issues with discrepant results in the past due to sample integrity and short samples collected by their ER nurses. The customer could not provide details from the previous incident; however, they provided results from a sample drawn and tested on (B)(6) 2023. The initial result was 182 ng/l with a repeat result of < 3 ng/l (customer¿s normal range is < 27 ng/l and >/= 28 ng/l is critical). The doctor questioned the initial result and no treatment was given to the patient. The quality control has been good and within range. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 52286ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 52286ud00 was identified.section g1 contact information was updated to reflect the current contact (B)(6)

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The customer stated they had issues with discrepant results in the past due to sample integrity and short samples collected by their ER nurses. The customer could not provide details from the previous incident; however, they provided results from a sample drawn and tested on (B)(6) 2023. The initial result was 182 ng/l with a repeat result of < 3 ng/l (customer¿s normal range is < 27 ng/l and >/= 28 ng/l is critical). The doctor questioned the initial result and no treatment was given to the patient. The quality control has been good and within range. There was no impact to patient management reported.